Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: anticipated date of revision is (B)(6) 2019. Unique identifier (UDI) number: (B)(4). Explanted date: anticipated date of revision is (B)(6) 2019. Medical device: biomet microfixation pectus system elongated stabilizer 60 x 17 mm titanium, catalog #: 01-3802, lot #: ni. Therapy date: anticipated date of revision is (B)(6) 2019. Customer has indicated that the product will not be returned to zimmer biomet for investigation; since the revision has not been confirmed, the product may still be implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00030.

Event description:
It was reported a revision of a pectus bar will occur. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence to suggest the revision was to take place. It was reported that this 11" pectus bar was implanted on (B)(6), 2018. The revision surgery was scheduled to take place on jan 16, 2019, and the 11" pectus bar was going to be replaced with an 11.5" pectus bar. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.